Event description:
It was reported that while backloading the rocket onto a guide wire, the tip was noted to be loose on the guide wire. The rocket and detached tip were removed before entering the pt. Another rocket was used to complete the procedure. Reportedly no pt injury was associated with this event.